Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarmed. No ramping numbers anomaly was noted. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 154 mg/dl. The customer stated that she went to bolus and the numbers kept ramping. The customer stated that she took the battery out for a change, and still received button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.